Manufacturer narrative:
Tracking #: (B)(4). Date sent: (B)(6) 2016. Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon tried to fire the device but it fired "misaligned clips". Then the device would no longer deploy clips. Case completed with another device of the same product code. There were no patient consequences reported.